Event description:
Alleged event: complaint alleges that the facility was unable to load clips from the jaw. The requested add'l info did not clarify the event. The response did indicate that the patients were all fine.

Manufacturer narrative:
The device sample has not been returned to the manufacturer at the time of this report. The device history record review did not show any issues related to the complaint. The manufacturer will continue to monitor and trend similar complaints.